Manufacturer narrative:
The device was not expected to be returned to the manufacturer for evaluation. No sample will be returned as part of this complaint; therefore, the complaint is unconfirmed. DHR review showed that no anomaly was reported during the manufacturing/packaging processes that could be related to the reported condition. Eight (8) retain samples were visually inspected and tested. All results were acceptable. Since no sample was available for return, no further evaluation is possible; therefore, the root cause is undetermined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 1121308-2019-00050.

Event description:
This is 2 of 2 reports. A customer reported that on (B)(6) 2019, the id4501i duragen 4x5 1 pack ce was used on a patient and had a cerebrospinal fluid (csf) leakage and infection. The patient had an antibiotic treatment and had a prolonged stay at the hospital. In a follow-up interview after surgeon used duragen on (B)(6) 2019, water was collected epidurally the day after surgery. Detection of cerebrospinal fluid leak was confirmed on the image, and after 3 days, it was clearly understood as csf leak. Three weeks later, the patient developed fever, confirmed infection from the number of cells, and patient was hospitalized for treatment of infection. In addition, procedure done was decompression craniotomy after subarachnoid hemorrhage, bone removal from the gourd, forehead and temporal bone removal, and simultaneous formation of the dura mater and sculpture (kyocera) cranioplasty. According to the surgeon, csf leakage was a cranioplasty that combines two artifacts, and csf leakage can occur frequently due to hydrocephalus and high csf pressure. Received additional information on (B)(6) 2019 and (B)(6) 2019 stating that a (B)(6) year old male patient had been treated with antibiotics and was not readmitted due to infection. No other information has been provided.